Manufacturer narrative:
Initial reporter city: (B)(6). Problem code 2385 captures the reportable event of package damaged. Visual examination found that the card board box containing the alliance devices was not completely opened; however, the perforated section located in front of the box was partially opened with adhesive tape around it. It was also noted that the box was slightly torn at the bottom and top sides and the label was wrinkled. It is most likely that the failures found are related to the inappropriate transport or storage of the device; therefore the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was unpacked for a procedure on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the perforated lines were peeled off. Reportedly, it was noted that it seemed that the package was pushed by the another package, and there were crushed lines. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was unpacked for a procedure on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the perforated lines were peeled off. Reportedly, it was noted that it seemed that the package was pushed by the another package, and there were crushed lines. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.